Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to a recall advisory notification. After replacement, right ventricular lead measurementsand sensing worsened and noisey signals were observed. The physician surgically capped the rate/sense portion of the affected transvenous defibrillation lead. A seperate pacing lead was implanted.